Event description:
It was reported that t:slim X2 pump battery would not charge and that power source alert appeared in pump history around time issue began. There was no reported impact to the customer¿s blood glucose level. Customer changed wall adapter and used Tandem charging cable, after which pump began charging, and customer was informed that third-party charging supplies were not recommended; replacement charging supplies were arranged and no further assistance was required.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.